Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2026, a patient underwent endovascular treatment of a stenosis with calcification of the proximal of a bare metal stent (manufacturer unknown) in the left common iliac artery using a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) with the kissing stent technique. A 0.035 inch guidewire was inserted and pre-ballooning was performed using a 6 x 4 armada balloon. The guidewire exchanged for a radifocus stiff guidewire and a sheath was advanced to the target region. A vbx device was delivered, the sheath was unsheathed, and then the vbx device was slowly deployed. However, while inflating the balloon to the nominal pressure, the pressure dropped, raising suspicion of balloon rupture. Because the stent graft was not fully deployed, the balloon could not be withdrawn. By advancing the sheath, the balloon was successfully removed. For additional deployment, an armada balloon was used, however it could not cross into the stent graft because the stent graft did not fully expanded. Then, the guidewire was exchanged for a 0.014 inch guidewire, which allowed the balloon to be advanced. The stent graft was then expanded to 10 mm. After withdrawing the vbx catheter in which the balloon had ruptured, it was noted that the eptfe, which should have been attached to the balloon, was not attached. Angiography performed down to the distal foot revealed no embolization. The patient tolerated the procedure.